Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the type of foreign material could not be identified, neither could the root cause of why it remained in the device. However, a translucent material was found with characteristics of organic silicone. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, a foreign material was found in the gastrointestinal videoscope's nozzle. There was no patient involvement.